Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump does not charge. Patient involvement: yes. Human harm: no. Delay in therapy: no. Medical intervention needed: no."